Manufacturer narrative:
The device and accessories were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a damaged pads/patient connector on the multifunction cable. The multifunction cable was replaced to remedy the report. The device was recertified and returned to the customer. Review of the device logs did not find any evidence of an ECG failure message. The ECG function worked as expected when using a known good multifunction cable and ECG lead cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.